Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to pelvic organ prolapse, bladder instability, stress incontinence and vaginal vault prolapse along with concurrent anterior and posterior repair. As per the product sticker and intraoperative implant/explant log the monarc subfasical hammock was also used. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, bleeding and dyspareunia. No additional information was provided. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urgency.